Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141.

Manufacturer narrative:
Edwards lifesciences continues to investigate the reported event and a supplemental report will be submitted in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
As reported by our affiliate in (B)(6), during a transfemoral tavr procedure, access was obtained via a cut down. Balloon aortic valvuloplasty (bav) was not performed. A 23mm sapien 3 valve was deployed in a final 80:20 aortic/ventricular (a/v) position with nominal volume. Post valve deployment, mild paravalvular leak (pvl) was observed. Post dilation of the valve was performed with an additional 1ml of volume. Immediately following the post dilation, the blood pressure (bp) dropped and bp recovery was ¿bad¿. Severe central aortic regurgitation (ar) was confirmed and the valve leaflet movement was not confirmed on the non-coronary cusp (ncc) and left coronary cusp (lcc) sides using tee. Due to the severity of the central ar, the decision was made to perform a valve-in-valve procedure. The patient hemodynamics were stable. During the preparation of the second sapien 3 valve, tee showed the valve leaflet on the ncc side. However, the degree of ar did not change from severe and ¿a flap¿ appeared. The possibility of leaflet damage was suspected. The second sapien 3 valve was deployed within the initial valve without issue. Post deployment of the second valve, no ar was observed and the procedure was completed. The valves remain implanted in the patient. The native annular valve area measured 400mm2 by tee. Moderate valvular calcification and no aortic root calcification was reported.

Manufacturer narrative:
Additional information: as reported in an article, ¿acute aortic regurgitation after post-dilatation: first case of crashed leaflet in transcatheter aortic valve implantation¿, post deployment of a 23mm sapien 3 valve, tee showed residual paravalvular leak (pvl). Post dilation of the valve was performed with nominal plus 1ml of fluid. Following post dilation, severe aortic regurgitation was observed. Tee ¿clearly¿ showed a ¿crashed¿ leaflet corresponding to the non-coronary cusp. A second sapien 3 valve was implanted. It was also reported that the patient required a permanent pacemaker (ppm) implant due to atrioventricular (av) block. The timing of the av block and the ppm implant were not specified. Per the instructions for use (IFU), conduction system defects (heart block) which may require a permanent pacemaker are potential adverse events associated with balloon aortic valvuloplasty, deployment of the prosthetic valve, and the overall tavr procedure. According to the valve academic research consortium (varc) guidelines, the close anatomical relationship between the aortic valve complex and the branching atrioventricular bundle may provide an explanation for these complications of the tavr procedure. According to literature review, and as documented in a clinical technical summary written by edwards lifesciences, atrioventricular conduction disturbances after tavr are associated with many patient related and procedural related factors, including pre-operative co-morbid status, the degree and bulkiness of aortic valve and annular calcification, inter-ventricular septal thickness, pre-existing electrocardiogram abnormalities, the depth of prosthesis implantation, and the profile of the implanted prosthesis. Unlike conventional avr, where there may be localized trauma due to decalcification of the annulus and/or suture placement in the proximity of the av node or the bundles, tavr may cause conduction abnormalities through mechanical impingement of the conduction system by the prosthesis. The mechanisms of the development of heart block after tavr are well documented and described in the literature. It is also documented that pre-existing heart block is common in patients undergoing tavr or surgical avr and another 4-6 % will develop postoperative heart block, potentially requiring a permanent pacemaker. As previously reported, in this case, the reported severe central leak and a ¿stuck¿ leaflet after post dilation were not able to be confirmed due to the device and or relevant imagery/video not being returned for evaluation. A review of the DHR, lot history, complaint history, and manufacturing mitigations revealed no indication that a manufacturing non-conformance contributed to the complaint. During the manufacturing process, all sapien 3 valves are 100% visually inspected for defects and 100% tested for proper coaptation under physiological backpressure conditions prior to release for distribution. Therefore, it is unlikely that a manufacturing defect or device malfunction contributed to the events. There are several potential patient and procedural factors that alone or in combination can cause or contribute to central regurgitation, leaflet restriction or a damaged leaflet. As reported, the central regurgitation was not observed until after the valve was post dilated with additional volume (+1ml) added to the balloon. Per the IFU, the delivery system requires a prescribed volume for thv deployment and proper valve function. Over expanding the valve with additional inflation volume could damage the leaflet, restricting the leaflet from proper coaptation and leading to a central leakage. While a definite root cause for the restricted / damaged leaflet and resulting central regurgitation cannot be confirmed, procedural factors (post dilation of the valve with additional volume) may have contributed to the reported event. There was no allegation or indication a device malfunction contributed to the av block. Investigation results suggest/indicate procedural factors (pressure from the implanted valve on cardiac structures, post dilation with additional volume), in addition to patient factors (moderate valvular calcification, severe mac) likely contributed to the reported av block and subsequent ppm implant. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required at this time. Reference for article: okuyama, k., watanabe, m, kamijima, r., izumo, m., tanabe, y., akashi, y. (2019). Acute aortic regurgitation after post-dilatation: first case of crashed leaflet in transcatheter aortic valve implantation. Cardiovascular intervention therapeutics. Retrieved from: https://www.ncbi.nlm.nih.gov/pubmed/31444637.

Manufacturer narrative:
Per the instructions for use (IFU), central regurgitation is a potential adverse event associated with bioprosthetic heart valves and the transcatheter aortic valve replacement (tavr) procedure. There are multiple patient and procedural factors that alone or in combination can cause or contribute to central regurgitation including malposition of the valve, impingement of a leaflet due to the guide wire, over inflation of the deployment balloon, post dilation of the implanted valve, and slow recovery of adequate ventricular flow post valve deployment and rapid pacing. All of these factors have the potential to contribute to suboptimal coaptation of the sapien 3 valve leaflets and cause central aortic insufficiency. Occasionally there are cases where the root cause of the regurgitation cannot be determined. The thv training manuals instruct the operator on proper positioning and deployment of the valve, including all procedural and anatomical considerations. The patient screening manual instructs the operator on proper native valve leaflet assessment, taking into consideration the length, bulkiness and distribution of calcium on the native leaflets to determine whether valve performance will be impaired. The sapien 3 valve remains implanted in the patient and is not available for evaluation. No photographs, video or imagery was provided for evaluation. A device history records (DHR) review of work orders related to the device and any components potentially relevant to the event was performed. It was concluded that all product associated with exceptions during the manufacturing process was either 100% re-inspected or scrapped. Lot history review revealed no other similar complaints. Complaint history review from december 2017 to november 2018 for sapien 3 valves (all sizes) revealed other similar returned valve complaints. The complaints were not able to be confirmed, but no manufacturing non-conformances were identified. Available information suggested procedural factors and/or patient factors likely contributed to the reported events. The review of the complaint history revealed that the occurrence rate did not exceed the november 2018 control limit for the applicable trend categories. Review of the device prepping manual and training manual for the commander delivery system did not identify any IFU/training deficiencies. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. In this case, the reported severe central leak and a ¿stuck¿ leaflet after post dilation were not able to be confirmed due to the device and or relevant imagery/video not being returned for evaluation. A review of the DHR, lot history, complaint history, and manufacturing mitigations revealed no indication that a manufacturing non-conformance contributed to the complaint. During the manufacturing process, all sapien 3 valves are 100% visually inspected for defects and 100% tested for proper coaptation under physiological backpressure conditions prior to release for distribution. Therefore, it is unlikely that a manufacturing defect or device malfunction contributed to the events. There are several potential patient and procedural factors that alone or in combination can cause or contribute to central regurgitation and leaflet restriction. As reported, the central regurgitation was not observed until after the valve was post dilated with additional volume (+1ml) added to the balloon. Per the IFU, the delivery system requires a prescribed volume for thv deployment and proper valve function. Over expanding the valve with additional inflation volume could damage the leaflet, restricting the leaflet from proper coaptation and leading to a central leakage. While a definite root cause for the restricted leaflet motion and resulting central regurgitation cannot be confirmed, procedural factors (post dilation of the valve with additional volume) may have contributed to the reported event. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.